Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. The status leds on the battery illuminates 4 green lights after being in the multi-chemistry charger. The platform performs as intended with a different battery. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.